Event description:
Intermittent phaco calibration failure during a cataract extraction procedure. System could not be recalibrated and the physician performed an extracap procedure. The procedure was delayed approx 30 minutes.